Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump has minor scratched display window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and cracked end cap.

Event description:
Customer reports that insulin pump fell out of her pocket and broke at lcd screen and casing. Customer's blood glucose was unknown. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)